Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed there was likely instrument contamination as the negative control rlu was elevated; the wl in question had no hardware issues that could have contributed to the run failure. Hologic field service engineer (fse) was dispatched to disinfect the panther instrument. Fse confirmed and reproduced the error by running environmental swabs, identifying possible contamination on the amp incubator door and pc mouse. Fse replaced the amp incubator out of precaution, then cleaned the pc mouse along with all chassis and internal instrument parts. Fse then confirmed issue was resolved after running a panel and pq test without errors. Instrument was released to customer, who reported no further issues. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported potential contamination on their panther instrument sn (B)(4) used for their sars-cov-2 tma runs. Customer suspected contamination after an invalid run, wl (B)(4).using assay lot 318860, failed due to elevated rlus on the negative control (711 rlus). No results were reported as the entire worklist was invalid. The following day, customer ran blanks which resulted positive, confirming there was instrument contamination that required intervention from hologic field service engineer.